Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow was unable to be controlled on an unknown quantity of clearlink solution administration sets which resulted in free flow of medication. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with these events. No additional information is available.